Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. B63029-invalid / b53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder pain and cesarean section. Concurrent conditions included anemia, asthma, protein s deficiency, hydrocephalus, leukopenia, sleep apnea, mthfr gene mutation, genital labial cyst, chest cold, head cold, fever, stomach pain, menses irregular, endometrial thickening, allergic rhinitis, hepatocellular carcinoma, leukopenia, uterine enlargement, fever, inflammation and endocervicitis. Family history included endometriosis. Concomitant products included acetylsalicylic acid (aspirin), antidiarrhoeal microorganisms (probiotics), azithromycin (azithromycine), buspirone, dimeticone, activated (mylicon), docusate sodium (colace), ferrous sulfate, fexofenadine (allegra), hepagrisevit forte-n (foltx), ibuprofen, mometasone furoate (asmanex), oxycocet (percocet), prenatal vitamins, salbutamol (albuterol) and varenicline tartrate (chantix). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea / feeling nauseous"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced urinary tract infection ("lots of uti's / uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), abdominal pain lower ("lower part of stomach pain"), back pain ("back pain an pressure / back pain"), alopecia ("hair loss") and abdominal pain upper ("stomach cramps"). The patient was treated with surgery (hysterectomy,oophorectomy and salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia and alopecia had resolved, the genital haemorrhage, infection, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, abdominal pain lower, back pain and abdominal pain upper outcome was unknown and the urinary tract infection was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: apparent bilateral occlusion of the fallopian tube ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion (B)(6) 2013, findings: one coil on side hysterescopically. One coil on each side visualized after placement . (B)(6) 2016, transabdominal and transvaginal multi planar grayscale imaging of pelvis was performed. Uterus was anteverted in position and measures 11.2 x 5.2 x 8.2 cm in dimensions. Endometrial stripe measures 1.7 mm in thickness. There is a small amount of free fluid/blood in the endometrial cavity. Echotexture of myometrium was homogenous sub centimeter nabothian cyst in the cervix. Right ovarian volume is 5.5 ml. Left ovarian volume is 7.8 ml. There is no adnexal mass or cyst. No free fluid in the cul-de-sac impression: endometrial stripe measures 1.7 mm in thickness. Small amount of free fluid/blood in the endometrial cavity. Subcentimeter nabothian cysts in the cervix no adnexal mass or free fluid in the cul-de-sac. (B)(6) 2016, findings: sound 3,5 cm; ostia bl visualized. No fibroids or septums. Small sessile polyp right sidewall 5- 10 mm, bimanual av uterus non mobile enlarged 12 week size, no adnexal fullness bl, smooth bladder. (B)(6) 2016, final diagnosis: uterus with contiguous cervix, hysterectomy foci of adenomyosis in inner one-third of myometrium fibrosis of serosa benign endometrium with mixed secretory-proliferative phase pattern uterine cervix showing chronic endocervicitis with squamous metaplasia left fallopian tube, salpingectomy metallic coil in lumen of proximal segment right fallopian tube and ovary, salpingo-oophorectomy metallic coil in proximal segment of fallopian tube attached ovary showing cystic follicles (up to 0.8 cm diameter) and cystic hemorrhagic corpus luteum, ovary clinical information enlarged uterus, irregular menses, dysmenorrhea, pelvic pain, ta h, bilat salpingectomy, right oophorectomy, enterocele repair; mayo mccall's culdoplasty. Source: a: uterus, cervix, bilat tubes and right ovary. Findings: noted an enlarged boggy uterus consistent with surgical adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, urinary tract infection, dysmenorrhoea, back pain. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Reporter's information. New lot number was added (b53029). Historical condition, concomitant condition, historical drug was added. Added event stomach cramps, hair loss. Updated onset date of events, lab data was added. Updated outcome of events(pelvic pain, headache, cramping, painful sex, hair loss, uti's). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. B63029-invalid / b53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder pain and cesarean section. Concurrent conditions included anemia, asthma, protein s deficiency, hydrocephalus, leukopenia, sleep apnea, mthfr gene mutation, genital labial cyst, chest cold, head cold, fever, stomach pain, menses irregular, endometrial thickening, allergic rhinitis, hepatocellular carcinoma, leukopenia, uterine enlargement, fever, inflammation and endocervicitis. Family history included endometriosis. Concomitant products included acetylsalicylic acid (aspirin), antidiarrhoeal microorganisms (probiotics), azithromycin (azithromycine), buspirone, dimeticone, activated (mylicon), docusate sodium (colace), ferrous sulfate, fexofenadine (allegra), hepagrisevit forte-n (foltx), ibuprofen, mometasone furoate (asmanex), oxycocet (percocet), prenatal vitamins, salbutamol (albuterol) and varenicline tartrate (chantix). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea / feeling nauseous"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced urinary tract infection ("lots of uti's / uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), abdominal pain lower ("lower part of stomach pain"), back pain ("back pain an pressure / back pain"), alopecia ("hair loss") and abdominal pain upper ("stomach cramps"). The patient was treated with surgery (hysterectomy,oophorectomy and salpingectomy for removal of essure). Essure was removed on 18-apr-2016. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia and alopecia had resolved, the genital haemorrhage, infection, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, abdominal pain lower, back pain and abdominal pain upper outcome was unknown and the urinary tract infection was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6). 2014: apparent bilateral occlusion of the fallopian tube ultrasound scan vagina - on (B)(6).2015: total bilateral occlusion (B)(6). 2013, findings: one coil on side hysterescopically. One coil on each side visualized after placement . (B)(6). 2016, transabdominal and transvaginal multi planar grayscale imaging of pelvis was performed. Uterus was anteverted in position and measures 11.2 x 5.2 x 8.2 cm in dimensions. Endometrial stripe measures 1.7 mm in thickness. There is a small amount of free fluid/blood in the endometrial cavity. Echotexture of myometrium was homogenous sub centimeter nabothian cyst in the cervix. Right ovarian volume is 5.5 ml. Left ovarian volume is 7.8 ml. There is no adnexal mass or cyst. No free fluid in the cul-de-sac impression: 1. Endometrial stripe measures 1.7 mm in thickness. Small amount of free fluid/blood in the endometrial cavity. 2. Subcentimeter nabothian cysts in the cervix 3. No adnexal mass or free fluid in the cul-de-sac. (B)(6). 2016, findings: sound 3,5 cm; ostia bl visualized. No fibroids or septums. Small sessile polyp right sidewall 5- 10 mm, bimanual av uterus non mobile enlarged 12 week size, no adnexal fullness bl, smooth bladder. (B)(6). 2016, final diagnosis: -uterus with contiguous cervix, hysterectomy foci of adenomyosis in inner one-third of myometrium -fibrosis of serosa benign endometrium with mixed secretory-proliferative phase pattern uterine cervix showing chronic endocervicitis with squamous metaplasia -left fallopian tube, salpingectomy metallic coil in lumen of proximal segment -right fallopian tube and ovary, salpingo-oophorectomy metallic coil in proximal segment of fallopian tube attached ovary showing cystic follicles (up to 0.8 cm diameter) and cystic hemorrhagic corpus luteum, ovary clinical information enlarged uterus, irregular menses, dysmenorrhea, pelvic pain, ta h, bilat salpingectomy, right oophorectomy, enterocele repair; mayo mccall's culdoplasty. Source: a: uterus, cervix, bilat tubes and right ovary. Findings: noted an enlarged boggy uterus consistent with surgical adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, urinary tract infection, dysmenorrhoea, back pain. Lot number b63029 is invalid. Lot number: b53029 manufacture date: 2013/07 expiration date: 2016/07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B63029-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, asthma, protein s deficiency, hydrocephalus, leukopenia, sleep apnea, mthfr gene mutation, genital labial cyst, chest cold, head cold, fever, stomach pain, uterine enlargement, menses irregular and endometrial thickening. Concomitant products included acetylsalicylic acid (aspirin), antidiarrhoeal microorganisms (probiotics), buspirone, dimeticone, activated (mylicon), docusate sodium (colace), ferrous sulfate, fexofenadine (allegra), hepagrisevit forte-n (foltx), ibuprofen, mometasone furoate (asmanex), oxycocet (percocet), prenatal vitamins, salbutamol (albuterol) and varenicline tartrate (chantix). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("lots of uti's"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower part of stomach pain") and back pain ("back pain an pressure"). The patient was treated with surgery (to remove the essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2014: total bilateral occlusion (B)(6) 2013, findings: one coil on side hysterescopically. One coil on each side visualized after placement . (B)(6) 2016, transabdominal and transvaginal multi planar grayscale imaging of pelvis was performed. Uterus was anteverted in position and measures 11.2 x 5.2 x 8.2 cm in dimensions. Endometrial stripe measures 1.7 mm in thickness. There is a small amount of free fluid/blood in the endometrial cavity. Echotexture of myometrium was homogenous sub centimeter nabothian cyst in the cervix. Right ovarian volume is 5.5 ml. Left ovarian volume is 7.8 ml. There is no adnexal mass or cyst. No free fluid in the cul-de-sac impression: endometrial stripe measures 1.7 mm in thickness. Small amount of free fluid/blood in the endometrial cavity. Subcentimeter nabothian cysts in the cervix. No adnexal mass or free fluid in the cul-de-sac. (B)(6) 2016, findings: sound 3,5 cm; ostia bl visualized. No fibroids or septums. Small sessile polyp right sidewall 5- 10 mm, bimanual av uterus non mobile enlarged 12 week size, no adnexal fullness bl, smooth bladder. (B)(6) 2016, final diagnosis: uterus with contiguous cervix, hysterectomy foci of adenomyosis in inner one-third of myometrium fibrosis of serosa benign endometrium with mixed secretory-proliferative phase pattern uterine cervix showing chronic endocervicitis with squamous metaplasia left fallopian tube, salpingectomy metallic coil in lumen of proximal segment right fallopian tube and ovary, salpingo-oophorectomy metallic coil in proximal segment of fallopian tube attached ovary showing cystic follicles (up to 0.8 cm diameter) and cystic hemorrhagic corpus luteum, ovary clinical information enlarged uterus, irregular menses, dysmenorrhea, pelvic pain, ta h, bilat salpingectomy, right oophorectomy, enterocele repair; mayo mccall's culdoplasty. Source: a: uterus, cervix, bilat tubes and right ovary. Findings: noted an enlarged boggy uterus consistent with surgical adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, urinary tract infection, dysmenorrhoea, back pain. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B63029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, asthma, protein s deficiency, hydrocephalus, leukopenia, sleep apnea, mthfr gene mutation, genital labial cyst, chest cold, head cold, fever, stomach pain, uterine enlargement, menses irregular and endometrial thickening. Concomitant products included acetylsalicylic acid (aspirin), buspirone, dimeticone, activated (mylicon), docusate sodium (colace), ferrous sulfate, fexofenadine (allegra), hepagrisevit forte-n (foltx), ibuprofen, mometasone furoate (asmanex), oxycocet (percocet), prenatal vitamins, salbutamol (albuterol), varenicline tartrate (chantix) and probiotic daily. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("lots of uti's"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower part of stomach pain") and back pain ("back pain an pressure"). The patient was treated with surgery (to remove the essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, infection, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion (B)(6)2013, findings: one coil on side hysterescopically. One coil on each side visualized after placement . (B)(6)2016, transabdominal and transvaginal multi planar grayscale imaging of pelvis was performed. Uterus was anteverted in position and measures 11.2 x 5.2 x 8.2 cm in dimensions. Endometrial stripe measures 1.7 mm in thickness. There is a small amount of free fluid/blood in the endometrial cavity. Echotexture of myometrium was homogenous sub centimeter nabothian cyst in the cervix. Right ovarian volume is 5.5 ml. Left ovarian volume is 7.8 ml. There is no adnexal mass or cyst. No free fluid in the cul-de-sac impression: 1. Endometrial stripe measures 1.7 mm in thickness. Small amount of free fluid/blood in the endometrial cavity. 2. Subcentimeter nabothian cysts in the cervix 3. No adnexal mass or free fluid in the cul-de-sac. (B)(6)2016, findings: sound 3,5 cm; ostia bl visualized. No fibroids or septums. Small sessile polyp right sidewall 5- 10 mm, bimanual av uterus non mobile enlarged 12 week size, no adnexal fullness bl, smooth bladder. (B)(6)2016, final diagnosis: -uterus with contiguous cervix, hysterectomy foci of adenomyosis in inner one-third of myometrium -fibrosis of serosa benign endometrium with mixed secretory-proliferative phase pattern uterine cervix showing chronic endocervicitis with squamous metaplasia -left fallopian tube, salpingectomy metallic coil in lumen of proximal segment -right fallopian tube and ovary, salpingo-oophorectomy metallic coil in proximal segment of fallopian tube attached ovary showing cystic follicles (up to 0.8 cm diameter) and cystic hemorrhagic corpus luteum, ovary clinical information enlarged uterus, irregular menses, dysmenorrhea, pelvic pain, ta h, bilat salpingectomy, right oophorectomy, enterocele repair; mayo mccall's culdoplasty. Source: a: uterus, cervix, bilat tubes and right ovary. Findings: noted an enlarged boggy uterus consistent with surgical adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, urinary tract infection, dysmenorrhoea, back pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from apr-2014 to(B)(6)2013. Events abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, vaginal haemorrhage were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection and weight increased outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain and weight increased to be related to essure. The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.